Event description:
Patient presented to the physician with pain when using therapy. Due to the ongoing issues, the patient elected system removal. Physician brought the patient into the operating room, removed the ipg, sensing lead, and a portion of the stimulation lead, and closed.